Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing/no right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular tachycardia/ventricular fibrillation but the implantable cardioverter defibrillator (ICD) did not deliver therapy and the patient died. Review of stored episodes showed some undersensing.